Event description:
It was reported that, during a sacrospinous fixation procedure using a capio slim device, the cage failed to catch the dart. Another suture was used to successfully complete the procedure. No patient complications were reported. This event has been deemed reportable based on the investigation finding that the dart detached. Please see block h11 for full investigation details.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of dart detachment. Block h11: upon receipt at our quality assurance laboratory, this capio device underwent a thorough analysis. Visual inspection of the device did not reveal any damage. During functional inspection, the carrier was able to move in and out of the cage, and the cage was able to catch the suture. Additionally, the capio suture also underwent a thorough analysis and revealed that the suture presented signs of usage. Visual inspection observed no body breaks along the suture. The suture dart was intact; however, the suture end was detached and not returned. Based on the information available and analysis results, the reported allegation of cage failure to catch the dart and dart detachment is confirmed through product analysis. A conclusion code of cause traced to component failure was assigned to the investigation of the suture.